Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735824. H6: multiple fdd/annex a codes were reported. A1102 was coded for the error message. A05 was coded for the camera issue. A0719 was coded for the power cutting out. H3: a manufacturer representative went to the site to test the equipment. In summary, localizer fault was observed. The electromagnetic controller was replaced. Codes fdm b01, fdr c02, fdc d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system. It was reported that the site was having trouble with an error message (faulty localizer) while using em, and the power kept cutting out and they had to switch outlets x 3 in a case to make it work. There was no patient involvement. The event was observed before the procedure started. Another navigation system unit at the account was used that was functioning.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735824, lot/serial #: (B)(6). H3) the controller was returned for analysis. There was no issues detected. 2 hours of bench testing. No failure found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.